Event description:
Event description guidant received information that this transvenous defibrillation lead had high thrsholds and did not capture. A chest x-ray (cxr) revealed that the lead had dislodged into the atrium. No adverse patient effects were reported.